Manufacturer narrative:
The device was returned to olympus for evaluation. The air/water nozzle and biopsy channel were obstructed with debris. The jet channel was also obstructed. The distal end cap side cover was discolored, the glue on the bending section cover was worn and protruding and the pocket pouch of the connecting tube was scratched. The paint on the suction cylinder nut was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water nozzle and outer sheath of the evis exera iii gastrointestinal videoscopes were bonded together. This event did not occur during a patient examination. Inspection of the returned device found the air/water nozzle and biopsy channel were obstructed with debris. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The provided image implied that the material may have been medical glue. Therefore, the following causes were presumed: medical glue was injected via endo therapy accessories during a procedure. The medical glue adhered to the distal end, inside the air/water nozzle and biopsy channel by mishandling when withdrawing the accessories. The endo therapy accessories used during procedure were not identified. However, in case they were olympus products, a disposable injection needle may have been used. The instructions for use (IFU) of the disposable injection needle warns regarding withdrawing the needle as follows: "do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk." The IFU further cautions: "do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." The IFU states to avoid aspirating solid matter or high viscous fluids as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.